Event description:
The patient reported that there is a blockade located in the tubing of the infusion set which led to hyperglycemia event on (B)(6) 2026.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Name: tandem. Country: united states of america. Street address: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Imdrf cause investigation code: code b24 is not available in database to capture event. This investigation has been updated because the malfunction code changed to occlusion in, the tubing and/or tubing connectors- blockage, which requires additional activities not included in the original investigation dated 10 dec 2025. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current, investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 12 jun 2026 against lot number 6004102 and similar malfunction codes, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors- blockage the review confirmed that lot number 6004102 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 12 jun 2026 against lot number criteria equal 6004102 and similar malfunction codes, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors- blockage the number of complaints are 02. The complaints numbers are complaint 1891529 and complaint 1928218 DHR review: the lot number 6004102 was manufactured according to work instruction (wi) and manufactured in the inset30 line01, on 06 nov 2023 with a total of 23,100 units. The sub-assembly: bag sealing lot number 3l00715 was manufactured according to the[?]work instruction (wi) and manufactured in the li-3010, on 03 nov 2023, with a total of 23,678 units. The sub-assembly: tube gluing lot number 3h04824 was manufactured according to the[?]work instruction (wi) and manufactured in the sc07, on 08 sep 2023, with a total of 24,380 units. Lot number 3j01006 was manufactured according to the[?]work instruction (wi) and manufactured in the sc07, on 10 sep 2023, with a total of 24,388 units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi). Corrective and preventive action (CAPA) determination = no CAPA required complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380